Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no false alarms or failure to reset during the two days of testing.

Manufacturer narrative:
The user facility had pulled the heart lung system (hlm) from clinical use until they received the replacement uas from the field service representative (fsr).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) kept alarming and would not reset while on a primed circuit. There was no delay in the procedure. No other details regarding the nature of this event were provided.

Event description:
Additional information received that an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.